Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had self test failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they had self test failure alarm. Customer reported that they were able to clear the alarm and was able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a64 alarm during self test due to a faulty on the rf board.